Manufacturer narrative:
Investigation: per the customer, the fluids hanging were anticoagulant citrate dextrose solution a(acd-a) - orange spike, 0.9% normal saline- green spike, 5% albumin (bottles)- replacement spikes. All fluids were correct. A used optia exchange set containing blood was returned to terumo bct for evaluation. It was noted that blood had circulated throughout the set. Additionally, blood warmer tubing was attached to the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. The lower hex was inspected for evidence of loading. The latch pin witness mark on the top edge of the lower hex was adjacent to the red inlet tubing indicting the loop was loaded in the centrifuge collar holder in a less than optimal position. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that at the beginning of a therapeutic plasma exchange (tpe) procedure on a patient with high triglycerides and pancreatitis, the automated interface management (aim) system could not establish the target interface. Per the customer, at the beginning of the procedure the plasma in the connector was discolored (amber) and the plasma in the waste bag had the appearance of "pus". Terumo bct clinical support had the operator check the fluids connected and per the customer everything was correct. The customer confirmed the use of 5% albumin in bottles. Tbct clinical support had the operator contact the physician at the customer site to find out of the amber plasma was appropriate for the patient diagnosis. The physician decided to proceed with the procedure, hemolysis testing was not performed, and no clotting was observed. Per the customer, no medical intervention was required for this event. The customer declined to provide patient ID.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: based on the clinical and investigation findings, the root cause of the discolored plasma was the patient's medical condition.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and a full checkout of the machine was performed. Autotest and a saline run were completed. During the autotest, the voltage failed on the leak detector. Inspection found the leak detector was pulled away from the basin in places. The customer stated that 3 kits had broken during priming. A new leak detector was installed, and no other issues were noted. The device was verified to be operating per manufacturer specifications. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a disposable history search was performed for this lot. No other similar issues have been reported for this lot number. The customer submitted 3 photographs to aid in the troubleshooting of the alarm. The first photo shows cloudy, lipemic plasma in the waste bag. The second and third photos show the amber colored plasma in the connector and indicate hemolysis was present, although, it does not appear to be gross hemolysis. Investigation is in process. A follow-up report will be provided.